Event description:
It was reported that the pump triggered an altitude alarm (code 21). The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support decided to send a replacement pump with updated software, and the customer was informed about subsequent steps, including how to return the problematic pump and instructions for the new device, which they acknowledged. The customer did not have a backup insulin therapy plan and planned to consult their healthcare provider.